Event description:
It was reported that the procedure was to treat a 95% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 2.0 x 12 mm otw mini trek. A 2.25 x 12 mm xience xpedition was implanted and timi iii flow was obtained. Patient was given aspirin, heparin, angiomax, and prasugrel during the procedure. One and a half hours later the patient had an acute onset of recurrent chest pain with st elevation. Stent thrombosis was observed. A guide wire was advanced across the lesion with spontaneous recanalization. A 2.0 x 12 mm otw mini trek was inflated twice in the lesion and a 2.25 x 28 mm xience nano was implanted in the previously placed stent overlapping at the proximal and distal ends. The patient was given additional anti-platelet therapy, including integrilin, overnight. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.